Event description:
Event description guidant received information that this cardiac resybnchronization therapy defibrillator (crt-d) exhibited pacing inhibition in a pacemaker dependent patient, and delivered eight inappropriate shocks. There was noise present on the atrial and the ventricle rate/sense channels. The patient was sitting in a chair at a retail store, but it was not known if the chair was near the store's security system. Upon evaluation at the emergency room, the lead measurements were all normal. A guidant technical services consultant discussed the possibility of electro-magnetic interference (emi) due to the noise being recorded on more than one channel and absent any other lead measurement issues.